Manufacturer narrative:
"Visual analysis of the returned device identified two curved openings and flat creases. A microscopic analysis and leak test were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. One opening striated in the side radius assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation and pain. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and pain. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.